Event description:
It was reported that the pt presented with "z-syndrome." Approximately 1 month post implantation, the lens was repositioned. Additional info has been requested, but no additional info has been received by bausch + lomb.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.